Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Actual weight (B)(6). Evaluation summary: visual and dimensional inspections were performed on the returned device. The stent dislodgement and stent damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined it is likely that inadvertent user mishandling during removal of the protective sheath contributed to the dislodgement and subsequent stent damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during removal of the mandrel and sheath, the stent stretched and dislodged; however, it was not noticed until the stent delivery system was being back loaded on the guide wire. The device was not used. There was no adverse patient effect or a clinically significant delay in procedure reported. There was no additional information provided.